Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device was not working properly. The customer was unable to provide further details. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to foreign substance in the flow screen and o2 valve. The customer confirmed that the device was dropped during the event, but we are unable to determine if this correlates to the reported malfunction. The flow screen and o2 valve were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while preparing the device to be used on a young patient, the device displayed a total flow backup failure. Complainant indicated that the device was dropped on the ground. The complainant indicated that the failure was not observed on the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.